Event description:
It was reported that the atrial lead had exit block. The atrial lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood/body fluid on the proximal conductor and outer insulation breached cut, apparent explant damage; proximal segment returned and analyzed.